Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: qualified associated products were indicated. The customer indicated the use of a viscoelastic, which is not qualified for cartridge use. The root cause is most likely a failure to follow the directions for use (dfu). The account used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. Information was provided that the procedure was a secondary implant not associated with concurrent cataract removal. The haptic broke while performing scleral fixate, lens removed. It was not the result of any equipment issue. A second lens was open but the surgeon decided not to use it. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during a secondary intraocular lens (iol) implant procedure not associated with concurrent cataract removal, the haptic broke while performing scleral fixation. The lol was removed. This was not a result of any equipment issue. The surgeon decided not to use a second iol. Additional information was provided indicating that the incision was enlarged to remove the iol. Additional information was provided by the surgeon, who reported the leading haptic broke off the iol during the surgery. The surgery was a secondary iol implantation (patient was aphakic). The surgery was not completed due to the malfunction of the iol. The haptic of the iol was gently handled using forceps and broke off proximal to the optic. The haptic breakage did not occur upon injection. It occurred after injection of the iol. There was no patient harm, aside from inability to place the iol the iol was explanted from the eye at the time of surgery due to haptic breakage. Second attempt at iol placement was not performed due to risk of injury to cornea and glaucoma valve from excessive manipulation. Prognosis at this time is guarded. No other surgery was required as a result of this event and he was not hospitalized as a result of this event.